Event description:
One endeavor sprint otw stent (3.50 x 15) was implanted in the prox right coronary artery during the index procedure. It is reported that the patient expired approximately 4 months post index procedure. It was reported that the death was natural. The investigator indicated that there was no relation to the study device, procedure or antiplatelet drug.

Manufacturer narrative:
(B)(4). Results - (death).